Event description:
It was reported that the left ventricular lead exhibited a high threshold. The lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.